Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter stated that the pump had been turning off by itself yesterday and 3 times today. The reporter stated that the pump made a noise and then the screen was off. When the ok button was pressed, the verify screen appeared and the issue continued even after a battery change. The reporter denied physical damage to the pump and to the battery cap and stated that the battery cap was on tight. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.